Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: there were multiple loss of prime warnings observed in the pump¿s black box. The pump was exercised for 24 hours with no loss of prime issues duplicated. The pump¿s force sensor failed a calibration check. The force sensor was removed and the resistance value was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.